Event description:
It was reported that the shaft broke. Vascular access was obtained via femoral. The target lesion was located in the extremely tortuous left coronary artery. A guidezilla guide extension catheter (gec) was used and removed from the patient. The shaft of the gec pulled apart from the main portion of the device, outside the patient, in attempt of removing from another unspecified device that was stuck in the gec. The procedure completed with another same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).